Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d4 serial # updated. The device was not returned to zoll medical corporation for evaluation; however, review of the device logs confirmed the reported incident in which the unit was unable to synchronize due to a lead view change prior to cardioversion. This behavior does not indicate a device malfunction, as the unit is designed to automatically switch the lead view to pads when the charge button is pressed. At the facility's request, guidance was provided on disabling the automatic lead charge to pads to prevent lead switching during cardioversion preparation. The x series operator's guide recommends verifying clear and consistent, sync marker visibility, using filtered lead views if needed, and utilizing standard ECG cables and electrodes for optimal signal quality. Hands-free therapy electrodes may be used as an ECG source, though increased noise may occur immediately following discharge due to muscle tremors or incomplete electrode contact. No trend is associated with reports of this type.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), the device would not go into sync mode. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.